Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma( new or worsening) and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The dreamstation auto CPAP was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed dark brown particles contamination in the air outlet port and on o-ring of rear panel, potentially tobacco debris. Dust-like contamination and black and gray hairs/fibers at the air inlet of the blower box. Top enclosure underside, backside of ui panel, rear panel and bottom enclosure and had unknown light brown stains on them. Fine coating of dust on top of the blower box. Dust-like contamination on the top of the blower motor, blower seal and inside of blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box. Dark brown particles contamination at the air outlet of the blower box, potentially tobacco debris. Tobacco-like odor was observed coming from the blower box. Dark brown particles contamination was in the blower box, potentially tobacco debris. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed that there was no presence of degraded sound abatement foam using a fitt and the associated procedure. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.